Event description:
Event description guidant received information that the battery of this device depleted quickly. However, it was noted by the field representative that the ventricular output and pulse width were programmed to the maximum settings due to high ventricular threshold measurements.